Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarms occurred. Customer disconnected and filled the infusion tubing to resolve the occlusion alarm and resume insulin. Customer's blood glucose was 150 mg/dl at the time of event.